Manufacturer narrative:
Litigation papers allege that the patient as a result of excruciating pain, and the impaired ability to walk, underwent debilitating revision surgery on her left hip. Additionally, the patient has elevated levels of chromium and cobalt in her system. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, date received by manufacturer. Depuy still considers this investigation closed.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address moderate cup ingrowth, minimal corrosion and a large pseudocyst.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address moderate cup ingrowth, minimal corrosion and a large pseudocyst. Update - (B)(4) 2012 litigation papers allege that the patient as a result of excruciating pain, and the impaired ability to walk, underwent debilitating revision surgery on her left hip. Additionally, the patient has elevated levels of chromium and cobalt in her system. There is no new information that would change the outcome of the investigation. Update: plaintiff fact sheet received, per implant sticker sheet the part/lot information within this complaint is for the right hip. No new information was provided that would change the outcome of the investigation. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which indicates that patient has not been revised on the right side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.